Event description:
It was reported to boston scientific corporation that a xenform tissue repair device was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014 the patient experienced worsening of fecal incontinence. The event was reported as moderate in severity and was resolved without treatment on (B)(6) 2014. The patient was given the medication bentyl 10mg 1c po qid 30 mins ac for the fecal incontinence; however, the patient never filled the prescription. On (b)(64) 2014, the patient experienced pelvic pain described as perineal, introital and vulvar specific pain. The event was reported as moderate in severity and the patient was treated with gabapentin 300mg, 1t po tid. The event was reported to be resolving. Additional information received on (B)(6) 2014 indicating that the patient was experiencing constipation with an onset date of (B)(6) 2014. The investigator assessed this as mild in severity and non-serious. He assessed the event as pelvic-floor related; possibly related to the index procedure and to the study device. There was no intervention or treatment for this event. The event was stated to have resolved as of (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair device was used during a pelvic floor repair procedure performed on (B)(6), 2014. The procedure was completed without complications. According to the complainant, on (B)(6), 2014 the patient experienced worsening of fecal incontinence. The event was reported as moderate in severity and was resolved without treatment on (B)(6), 2014. The patient was given the medication bentyl 10mg 1c po qid 30 mins ac for the fecal incontinence however, the patient never filled the prescription. On (B)(6), 2014 the patient experienced pelvic pain described as perineal, introital and vulvar specific pain. The event was reported as moderate in severity and the patient was treated with gabapentin 300mg, 1t po tid. The event was reported to be resolving.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.